Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing problems with the bronchi and doctors believe it is inflammation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing problems with the bronchi and doctors believe it is inflammation. There was no report of patient harm or injury. Despite multiple attempts on 7/08/2022, 7/14/2022, 7/21/2022, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.